Event description:
In 2009, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was powering off during use. The complaint was classified based on the technical service representative (tsr) documentation. The patient's mother reported that the alleged issue began on the early morning of the same day. Approximately 10 minutes after the issue began; the reporter claimed that the patient began to feel shaky. In response to the symptoms, the reporter treated the patient with food and/or drink. Att he time of troubleshooting, the tsr noted that the subject meter's battery had not been replaced as recommended by the owner's booklet. The reporter did not have an additional battery at the time. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly, developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.